Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-04009.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate the pre-shaped guidewire likely perforation the ventricular during the rapid pacing phase. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the implant of the 23 mm sapien 3 case by tf approach in aortic position, the valve was implanted without problems and no leaks. However, post implant the patient¿s pressure dropped and a pericardial tamponade was detected. The patient¿s chest was opened and a ventricular perforation and annular rupture were found. The sapien 3 valve was explanted, the perforation and rupture were repaired and a 21 mm trifecta valve implanted, however, due to the general bad condition, the patient could not be disconnected from the hlm and died. It is assumed that the pre-shaped innowi tavi guidewire perforated the ventricle during the rapid pacing phase.